Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) had a black screen. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Please disregard the previously reported medwatch for this complaint as the same reported issue, with the same date of occurrence, and same product information was found to already have been reported on (B)(6)/MFR#: 1828100-2022-00364. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.